Event description:
Account reports incidents in which the sleeve stopper is separating during the removal of a 20 gauge straight needle, on a pre-filled syrgine. Reporter stated there was no pt compromise.